Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Customer mentioned the battery cap had been replaced. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.